Event description:
On 4/20/2006 a patient sample generated an I-stat troponin I result of 0.01 ng/ml and the laboratory result was 0.25 ng/ml. Patient treatment was not impacted because of the result of 0.01 ng/ml.